Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The balloon folds were expanded. Blood was visible in the balloon and inflation lumen. There was no damage evident to the proximal balloon bond. It was not possible to inflate the balloon. The device was placed in the waterbath to disperse the blood and aid inflation. Upon removal, the balloon was inflated with blood indicating a leak on the inner member or a burst. Damage was evident to the proximal balloon bond post inflation. It was not possible to deflate the balloon due to the damaged balloon bond. The balloon maintained pressure. Upon visual inspection of the balloon a burst site evident on the distal section of the balloon working length. Coagulated blood prevented the liquid exiting the burst site. The material was protruding outwards at the burst site. The outer shaft and balloon material were cut away to expose the inner member, to determine if there was a puncture site. Upon visual inspection there was no puncture site on the inner member. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon catheter was used to treat a moderately tortuous, non calcified lesion exhibiting 95% stenosis in the mid diagonal branch. The device was not inspected. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The lesion was pre dilated using the 2.0 x 12 euphora balloon in the proximal diagonal. It was reported that the balloon burst at 12atm during the first inflation in the proximal diagonal resulting in a localized dissection in the proximal and mid vessel. An attempt was made to pass a 2.0 x 12mm resolute drug eluting stent but this was unsuccessful. An non medtronic 2.0 x 8mm balloon was successfully passed into the mid diagonal and successfully deployed at 8 atm. A 2.0 x 8mm resolute drug eluting stent was deployed into the proximal diagonal at 12 atm which successfully resolved the localized dissection.